Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the moderately tortuous 1st diagonal (diag) artery. Mild calcification was noted by intravascular ultrasound (ivus). The lesion was predilated with a 2.0 x 20 mm non-bsc balloon catheter. While attempting to cross the lesion with a 2.75 x 28 mm taxus express2 drug eluting stent (des), the physician noticed that the stent appeared to be "flared". The physician encountered resistance during the procedure. The procedure was completed with another 2.75 x 28 mm taxus express2 des. There were no patient complications reported with the patient. Pt's current condition listed as "good".